Manufacturer narrative:
A4-a6:unk. H6: off-label use acd<3.0. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -9.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was removed due to low vault with no rotation. The problem was resolved. Reportedly, "the patient requested that it be removed and not reimplanted." The cause of the event is unknown.

Manufacturer narrative:
Return date: 11-dec-2023 device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the lens haptic bent and broken. Dimensional inspection found the lens to be within specifications. (B)(4).